Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407645 lead implanted: 2008 (B)(6). (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) tripped elective replacement indicator (eri) and indicated "replace pacer", but the battery voltage was not at the eri level. The physician was able to reset the eri status flag and got a longevity estimate of 23 months. The patient was asymptomatic during the time that the device had the eri triggered. The device remains in use. No patient complications have been reported as a result of this event.